Event description:
It was reported that this field representative requested a review on this cardiac resynchronization therapy defibrillator (crt-d). The field representative stated was in hospitalized due to unspecified reasons. Technical services (ts) was consulted and noted stored pacemaker mediated tachycardia (pmt) episode that were terminated by the algorithm. Ts provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.